Event description:
It was reported via repair work order that the base tube was broken which could affect cot stability and there are exposed sharp edges as a result of the broken base tube. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.